Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a skin irritation. The patient reported that she had welts on her body underneath the electrodes. The patient reported that one of the welts was open. The patient had lichen planus and a metal allergy. The patient's physician prescribed a cream for the patient to use on the skin irritation. Follow-up indicated that the condition of the skin irritation remained the same.